Event description:
Boston scientific crm received information that this unknown lead was extracted for an unknown reason.

Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful.